Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer intermittently did not observe drops of insulin exiting the infusion set tubing during supply change. The customer's blood glucose reached 190-200 mg/dl. Reportedly, the customer primed the tubing until drops of insulin were observed.